Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Though a specific cause cannot be determined, a potential root cause for this event could be tubing strength insufficient. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Therefore DHR is not required. The instructions for use were found adequate and state the following: "caution: do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the tigertail ureteral catheter was curling, and was not allowing the guidewire to pass through it (batch # regx3459). Per additional information received via email on 17mar2023, stated that the an additional batch# also had the same issue (batch # regw2678). Per additional information received via email on 23mar2023, stated that they were not sure whether some of the device came into contact with a patient. Certainly many were opened and then determined to be defective when guide wire was not able to pass the crimp. There was no patient harm noted.

Event description:
It was reported that the tigertail ureteral catheter was curling, and was not allowing the guidewire to pass through it (batch # regx3459). Per additional information received via email on 17mar2023, stated that the an additional batch# also had the same issue (batch # regw2678). Per additional information received via email on 23mar2023, stated that they were not sure whether some of the device came into contact with a patient. Certainly many were opened and then determined to be defective when guide wire was not able to pass the crimp. There was no patient harm noted. Per additional information received via email on 26jul2023, stated that the device was used in patients. The evaluation and final conclusion was not based on evidence and problem encountered. The ureteral catheter as it came out the package was not adequate or useable. The catheter end under the clear part or under the white part of the adaptor was already crumpled. The adaptor actually was loosened, not tightened (batch # regx3459 and batch # regw2678). Therefore it was not allowing anything to pass, including a wire, through the catheter.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Though a specific cause cannot be determined, a potential root cause for this event could be tubing strength insufficient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the tigertail ureteral catheter was curling, and was not allowing the guidewire to pass through it (batch # regx3459). Per additional information received via email on (B)(6) 2023, stated that the an additional batch# also had the same issue (batch # regw2678). Per additional information received via email on (B)(6) 2023, stated that they were not sure whether some of the device came into contact with a patient. Certainly many were opened and then determined to be defective when guide wire was not able to pass the crimp. There was no patient harm noted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.